Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 322 through the history log, but could not reproduce it. Evaluation found excess solder on the lower auxilliary flex, causing it to flake off in the connector of the input/output printed circuit board. The lower auxiliary assembly and input/output printed circuit board were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump alarmed system error 322. Any patient involvement, injury or medical intervention is unknown.